Manufacturer narrative:
The hillrom technician found the nurse call membrane and caregiver controls needed to be replaced. Per the hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Inspect the cable routing for pinching, binding, and damage. Make sure all functions on the caregiver control operate correctly. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in july 2018. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the nurse call membrane and caregiver controls to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the hillrom service technician stating the left and right side nurse call was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).